Manufacturer narrative:
(B)(4): the customer reported that the device did not charge as expected. This was found in testing only and there was no pt involvement. The device was evaluated locally by a philips field service engineer and the symptom was verified. The therapy pca was replaced to resolve the issue.

Event description:
The customer reported that the device did not charge as expected. This was found in testing only and there was no pt involvement.